Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit alarmed "autofill failure". At the time of the callback, the customer reported that they were able to correct the problem and continue treatment. Later in the day the customer called back about unit, stating they were having autofill issues again every hour. They did switch to a new unit successfully. No patient harm reported

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: d10, g4, h6(impact codes). A getinge field service engineer (fse) called the customer biomed and reported that the customer did not have knowledge of complaint and they do not have a balloon pump in need or repair. If further information is received, this complaint will be re-opened and updated accordingly. H3 other text : evaluation not requested by complainant.

Event description:
N/a.